Manufacturer narrative:
The log file was provided for evaluation. It was determined that a certain technical error condition occurred twice during the sequence in question. This kind of error is logged when the signal from the potentiometer intended for adjusting the oxygen portion of the breathing gas has interrupts. The front part of the housing had been replaced to solve the device issue but the concerned part wasn't made available for investigation so far. Without an o2 setting that can be clearly interpreted the device is designed to alert the user and to stop ventilation. The IFU requires that patient and device have to be under constant supervision of a trained user and that - to respond immediately to such situations, an alternative ventilation method has to be kept available. Draeger has received earlier reports of the same content. During their investigation it turned out that the potentiometers may develop an oxide layer on the resistance film if not being moved for a longer period of time i.e. If the device is being permanently used with the same settings. The mandatory device check includes since installation of the latest firmware made earlier this year at the concerned device a sequence where certain different settings of the potentimeter have to be used to move forward in the check procedure. The intention is to turn the potentiometer and to remove a potentially beginning oxide layer. In the particular case, the log file indicated that the last device check had been performed approx. 3 weeks before the date of event.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that the device generated alarm and stopped ventilation during use on a pt. No injury was reported.